Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a patient presented in clinic for a follow up. Device transmissions had been reporting out of range diagnostics and there were no corroborating measurements when the device was interrogated. Clinically resolved by downloading device code. The device remained implanted.